Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right atrial lead exhibited gradual increase in capture thresholds. The lead was capped and replaced during routine device change out procedure. The patient left the operating room in stable condition.